Manufacturer narrative:
Due to limited information the manufacturer is reporting this event in a conservative manner. A company representative is in the process of following up with the physician to determine further information. This was the physician's first use of memo 3d rechord. Not yet determined if device available.

Event description:
On (B)(4) 2017 the manufacturer was notified through patient tracking of an event that occurred on (B)(6), the information received to date is of a memo3d-rechord mrcs26 (sn# (B)(4)) that was implanted and explanted.on the same day.

Manufacturer narrative:
In the initial report the following information was inadvertently omitted: it was reported that this was the surgeon's first time using the memo 3d rechord, and that he had no support during the procedure. The explant was attributed to physician error due to inexperience. Based on the information available, there is no indication of an inadequacy of the device, and the event can be attributed to operational context. No device investigation is therefore warranted at this time. Device not returned.